Event description:
It was reported that a reminder became frozen on the pump screen and the customer was unable to clear the reminder. The customer's blood glucose level was reported to be in the 200s (mg/dl) range. The customer stated that the elevated blood glucose level was due to being unable to access pump features because of the frozen reminder. During troubleshooting with tandem tech support, the reminder was able to be cleared and insulin delivery was able to be resumed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.